Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of a cancer patient on (B)(6), 2010. According to the complainant, the patient presented with a malignant stricture in the first part of the duodenum; however the anatomy was not tortuous. During the duodenal stenting procedure, the guidewire was successfully passed through the stricture, and the stent was advanced over the guidewire. During deployment the catheter separated from the stainless steel handle. As a result of the handle break, the stent was unable to be implanted. The device was removed from the patient and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of a cancer patient on (B)(6), 2010. According to the complainant, the patient presented with a malignant stricture in the first part of the duodenum; however the anatomy was not tortuous. During the duodenal stenting procedure, the guidewire was successfully passed through the stricture, and the stent was advanced over the guidewire. During deployment the catheter separated from the stainless steel handle. As a result of the handle break, the stent was unable to be implanted. The device was removed from the patient and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The blue outer sheath was kinked at several locations along the length of the outer sheath. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. The stainless steel shaft was kinked at approximately 90 mm distal to the distal end of the proximal handle. During analysis it was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.